Event description:
Staff tried to remove robotic suction irrigator from davinci xi arm 2 and was met with resistance. Looking with the camera, the suction irrigator seemed to be stuck on the lip of the trocar about an inch from the very distal end of the instrument. Distal end of the irrigator would not align visually even with manipulation.